Event description:
It was reported that a patient disconnected an old supply bag and connected a new supply bag to the homechoice. This occurred during an unknown step of peritoneal dialysis therapy, during patient use. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned for analysis, no evaluation could be performed. However, this is a report of a use error where the patient disconnected an old supply bag and connected a new supply bag during therapy. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.